Manufacturer narrative:
(B) (4): device was returned to the MFR for eval. Visual examination confirmed that the upper shaft is broken off on one side at the jaw pivot pin forward; the pivot pin and broken off portion of shaft is missing, and not returned for analysis. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with the application of excessive force. Microscopic examination of the fracture surface revealed a fairly brittle fracture surface, consistent with failure due to excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.

Event description:
It was reported that the instrument could not open and close properly. No pt complications were reported.